Manufacturer narrative:
Additional information: poc tel - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had ECG cable faulty. There is no patient involvement. A getinge field service engineer (fse) evaluated the unit and verified that ECG cable is faulty and also found expired safety disk and replaced safety disk. Fse provided quote for the faulty ECG cable and there is no further information available regarding part replacement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that before use discovered by customer, the cardiosave intra-aortic balloon pump (iabp) had a electrocardiogram (EKG) cable anomaly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.